Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed analysis no anomalies were found. The returned device indicated the set screw was found in the connector bore. (B)(4).

Event description:
It was reported that the doctor was attempting to tighten the set screw down on the lead and could not be tightened. The device was opened and not used. Another device was used. No patient complications have been reported as a result of this event.